Event description:
Home patient (hp) reported a hole in the pt line of homechoice set. System error alarm 2240 sounded during treatment drain phase 4 of 4. Hp discontinued treatment at time of alarm. There was no injury associated with this incident. Hp was given prophylactic antibiotics.